Event description:
The customer reported that this defibrillator would not shock with external paddles. Two additional defibrillators (B)(4) were used in this event with the same reported symptom. The pt died. The customer stated that the outcome of the involved pt may have been impacted because they could not deliver a shock. The two other defibrillators are reported separately in MFR report # 1218950-2010-01342 (B)(4) and MFR report # 1218950-2010-01344 (B)(4). Note: since three defibrillators are involved in this one event involving one death, the death is reported in MFR report # 1218950-2010-01342 (B)(4). For this report (B)(4), and for MFR report #1218950-2010-01344 (B)(4), we have classified the event as a product problem/malfunction, so it would not appear that 3 separate deaths had occurred.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and the involved paddle set and could not reproduce the reported symptom. In addition, review of the ECG strip supports that the defibrillators was functioning as designed. The device passed all standard testing and was returned to service. All available info does not support that a malfunction occurred.